Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported an insulin flow block alarm. The blood glucose value at the time of the event was 250 mg/dl. The customer was treated with a manual insulin shot and an IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-397a, mmt-1884l, mmt-332a and mmt-7040a. Troubleshooting was performed for the insulin flow block, and it was unknown whether the issue was resolved or not. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was performed for hyperglycemia. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-7040a. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit passed dat test at 0.0867 inches. Confirmed 27.725 units of normal bolus was delivered on 06/29/2025 between 00:27:29.000 and 23:58:37.000. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump and carelink. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on 06/30/2025 09:02:13.000 in pump downloaded history. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded battery tube, corroded electronic assemblies, scratched case, cracked battery tube threads, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, label damage (ripped) and broken belt clip rails. The p-cap/reservoir does lock properly. Pump passed required testing, and no unexpected insulin flow blocked alarms noted during test. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.